Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 65-year-old male patient, the device failed to discharge. The device internally dumped the energy after charging up to defibrillate the patient and the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical UK for evaluation. Review of the device logs identified an event corresponding to the reported complaint. Analysis showed that sync mode had been enabled prior to the reported inability to discharge. In sync mode, the device is designed to deliver a shock only upon detection of an r-wave and requires the shock button to be pressed and held until energy delivery occurs. Device logs confirmed that the unit successfully charged and delivered a 150 j synchronized shock, after which sync mode was automatically disabled as designed. No evidence was found of a charging failure, internal energy dump, or inability to deliver therapy. Functional testing was performed and the device met all specifications with passing results. The reported inability to discharge was attributed to inadvertent activation of sync mode (wrong mode), and the allegations of charging failure and internal dump were not substantiated. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.